Event description:
Customer was hospitalized due to low blood glucose. Troubleshooting was performed and all tests passed normally.

Manufacturer narrative:
A complete analysis and testing of the pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.